Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12300. It was reported the pt experiences pain at the ipg site when she sits. Surgical intervention is planned to address the issue. Note the pt has two scs system ipgs implanted. Both ipgs are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.